Manufacturer narrative:
Investigation: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Needles were packed in machine 2101 (march 14-17th, 2018) during which 65 visual inspections were carried out with 1 rejection reached (#10649, empty unit pack) which would not be related with the reported issue. Needles were assembled in machine nº4412 and comes from two batches: #8064836: (march 13-20th, 2018) during which 244 visual inspections of 25 units each were performed with zero defects noted. #7303523: (november 5-15th, 2017) during which 397 visual inspections of 25 units each were performed with zero defects noted. Examination of provided pictures of affected sample confirmed the white substance along cannula surface which consisted of epoxy (glue used to join cannula into hub). Bd determined the foreign matter detected by customer is epoxy (adhesive used to join metal part with needle plastic part - hub). This issue occurred in the assembly process in which the adhesive is added to the hub, probably because of some temporary stoppage in the process or any readjustment of the epoxy dosage machine. As a consequence, higher quantity of epoxy was added to and felt down to nest cannula resulting in the observed issue.

Event description:
It was reported that there was a white substance on bd microlance¿ 3 needle.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was a white substance on bd microlance¿ 3 needle.